Manufacturer narrative:
Patient code 1494: off-label use (age < 21 years old) should have been included in initial MDR additional information: h3 - device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -5.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to excessive vault. The reporter stated that the problem resolved after the lens explant. The doctor implanted a shorter length lens (12.6mm). Patients current bcva 20/20, ucva 20/20. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.